Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo, 95% stenosed, heavily calcified lesion in the heavily tortuous, mid left anterior descending artery. Pre-dilatation was performed with a 1.5x8mm, 2.5x18 mm, 3.5x20 mm balloons. A 3.5x38 mm xience prime stent delivery system (sds) was advanced and could not cross due to the patient anatomy. The proximal shaft kinked and separated and the remaining portion of the sds was simply withdrawn from the anatomy. Ultimately, a 3.0x38 mm xience xpedition stent was used to treat the lesion. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: during removal, resistance between the stent delivery system and the anatomy was noted. The shaft separation occurred during removal. No additional information was provided.

Manufacturer narrative:
Device codes: 1528 labeled. (B)(4). The device was returned for analysis. The reported detachment of a device component and shaft kink were confirmed. The reported difficulty to remove and failure to advance could not be replicated in a testing environment as it is related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the difficult anatomy causing the reported failure to advance. The device interacted with the anatomy during removal causing the reported difficulty to remove and subsequent reported kinked shaft and detachment of a device component. There is no indication of a product quality issue with respect to manufacture, design or labeling.